Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report that he was receiving check belt messages. The patient was provided with a electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check belt messages") has been confirmed. The cause of the check belt messages was a defective ECG electrode (b). The cause for the defective electrode was a defective c3 component. The c3 component is the filter capacitor between the -5v line and ground. The -5v line measured -2.5v, indicating that the capacitor was leaking and therefore defective. Once c3 was replaced, the belt was fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective ECG electrode. The patient received a replacement ECG electrode.